Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (e216 error code was displayed): the intended procedure was completed using a replacement scope, with no delay to the procedure due to the issue. There was no patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the ccd unit being damaged by the following: 1) on/off when the video connector is wet. 2) plugging/unplugging the video connector while the power is on. 3) dirt on the video system center or the electrical contacts of the video connector. 4) static electricity applied to the electrical contacts of the video connector. 5) non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation of the device, service could not reproduce or confirm the customer¿s reported scope communication error code e216. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for use, error code e216 (scope communication error) was displayed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed a black screen with no image displayed due to damage of the charge coupled device (ccd) unit. This report is being submitted for the malfunctions, error code e216 and no image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.